Event description:
It was reported that the patient was having difficulty charging the ipg and the ipg has reach end of life. It was also reported that the patient experienced inadequate stimulation. The patient underwent an ipg replacement procedure and for MRI compatible device. Additional information was received that the patient revision was cancelled and nothing was set yet. Additional information was received that the patient underwent an ipg replacement procedure. The explanted ipg was not returned as it was kept by the medical facility.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having difficulty charging the ipg and the ipg has reach end of life. It was also reported that the patient experienced inadequate stimulation. The patient underwent an ipg replacement procedure and for MRI compatible device.

Event description:
It was reported that the patient was having difficulty charging the ipg and the ipg has reach end of life. It was also reported that the patient experienced inadequate stimulation. The patient underwent an ipg replacement procedure and for MRI compatible device. Additional information was received that the patient revision was cancelled and nothing was set yet.